Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: rep was not present for the case. Limited information is available at the time of report. When removing the trocar and obturator it was noticed that the tip of the obturator was broken. The surgeon was unable to locate the broken pieces of the obturator inside the patient. There is no patient injury to date, the procedure occurred "a few weeks ago." Product available for return. Additional information was received via email on (B)(6)2021 from account manager I, applied medical: hospital risk management has not replied after multiple attempts and urging the or staff. The rep will continue to try to get additional information about the event. Additional information was received via email on 20aug2021 from account manager I, applied medical: the rep had tried again and had gotten no further information past [their] last update. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic gastric sleeve. Event description: rep was not present for the case. Limited information is available at the time of report. When removing the trocar and obturator it was noticed that the tip of the obturator was broken. The surgeon was unable to locate the broken pieces of the obturator inside the patient. There is no patient injury to date, the procedure occurred "a few weeks ago." Product available for return. Additional information was received via email on 16aug2021 from account manager I, applied medical: hospital risk management has not replied after multiple attempts and urging the or staff. The rep will continue to try to get additional information about the event. Patient status: no patient injury.